Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Company clinical representative was present for an ablation case. The surgeon brought his plan on his personal usb to load onto the rosa, but cr received the 'impossible to load patient folder' message when trying to load. Cr checked the logs and found that there was a problem with reading the imagery for imagery 0. Cr tried changing the contrast of the first series to the standard contrast 1, but still had the same problem. Cr loaded the patient folder onto a different usb from the planning station, and was able to load the patient folder without any further issues. Patient was already under anesthesia, before first incision, delay to case about 10 mins. No impact to patient.

Event description:
Company clinical representative was present for an ablation case. The surgeon brought his plan on his personal usb to load onto the rosa, but cr received the 'impossible to load patient folder' message when trying to load. Cr checked the logs and found that there was a problem with reading the imagery for imagery 0. Cr tried changing the contrast of the first series to the standard contrast 1, but still had the same problem. Cr loaded the patient folder onto a different usb from the planning station, and was able to load the patient folder without any further issues. Patient was already under anesthesia, before first incision, delay to case about 10 mins. No impact to patient.

Manufacturer narrative:
A full analysis of the data logs and of the patient folder has been performed and led to the following observations : - the user first failed to load the patient folder on the rosa robot when transferring the data from the planning station to a usb memory stick - the user imported the patient folder from the planning station a second time to another usb memory stick and was able to load the patient folder into the software without any problems. - the most probable hypothesis was determined to be the corruption of the data (header file contained in se00001) during its transfer from the planning station to the usb memory stick.